Event description:
It has been reported to philips that the c-arm stopped rotating during a procedure. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnostic procedure was completed as planned by restarting the system. The philips remote service engineer (rse) analysed the system remotely and confirmed that the c-arm rotation was stopped. Review of the system log file showed geometry position error warning at angulation movement. Upon troubleshooting, rse found that the issue occurred due to an abnormal positioning of the arm. The issue was resolved by the cold reboot and system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. There are two methods for restarting the system: warm restart: use this method when you are trying to resolve a software-related issue with the system. This is the standard method for restarting the system. Cold restart: use this method when you are trying to resolve a hardware-related issue with the system. If a loss of the rotational stand/c-arc movement occurs during a procedure, a warm restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the loss of rotational movement issue may resolve, allowing for continuation and completion of the procedure. Therefore, if the loss of motorized rotational or angulation movement is restored with one warm or cold restart and the procedure is completed, it is unlikely that the loss of movement would result in a death or serious injury. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.